Manufacturer narrative:
Additional product code: gcj. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1 device was being used during a laparoscopic hysterectomy on (B)(6) 2021 when it was reported that "going in with veress needle (not ours) the air ifs showed potential warning of occlusion and liver was poked and started bleeding procedure went on and at the end of the case dr confirmed liver had stopped bleeding." The device gave an occlusion warning as it is supposed to. Upon further assessment, it was found the physician felt that because of the occlusion warning, it was interpreted that the veress needle had to go in further. There was no report of medical intervention or any known hospitalization for the patient. There was no patient injury/impact. The procedure was completed with no alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A review of the device history review could not be performed as this device is manufactured by a supplier and the information has not been provided. A two-year review of complaint history revealed there has been a total of four complaints, regarding four devices, for this device family and failure mode. During this same time frame 1,903 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. This issue will continue to be monitored through the complaint system to assure patient safety.